Event description:
It was reported that the micro sagittal saw heated up at the head during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the eccentric ball bearing on the driver was observed to be damaged. The presence of a damaged eccentric ball bearing on the driver could cause or contribute to the sag head overheating.